Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06680. Investigation is ongoing.

Manufacturer narrative:
Added information to b.7.

Manufacturer narrative:
During pre-decontamination of the returned device, the distal portion of the inflation balloon was missing. Additionally, the distal valve alignment marker was missing. A request for additional information has been sent to the specialist. It is unclear when these events occurred but may have happened during the surgical removal of the device from the patient. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06680. Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection, a balloon burst, both radially and longitudinally, was noted. The guidewire was inserted through the delivery system. There was a missing portion of the inflation balloon and adhesive was missing on the distal spring bond. The distal valve alignment marker was missing. The guidewire lumen appeared to be cut proximal to the distal marker band and there was compression noted on the flex tip. Due to the nature of the complaint, no functional testing was able to be performed. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The balloon burst and withdrawal difficulty were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per follow-up heavy calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the delivery system balloon ruptured during valve deployment with 1cc fluid. The physician was advised to pull the delivery system and sheath out as one unit while watching under fluoro imaging. The sheath appeared start to be bend over on itself because of the delivery system's burst balloon larger profile. The physician pushed the delivery system forward to free up the balloon but the delivery system balled up and wouldn't pass through the iliac. The delivery system and sheath were removed by surgical cutdown. The patient had very tortuous anatomy.